Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension: product ID 3387s-40, lot# v196743, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3387s-40, lot# v196743, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) stated potential issues with device as the following: 'the collars that retain the screws in the extension/lead connection could turn inside the boot damaging the lead. Even if the collar doesn't rotate, the lead could be damaged when the boot flexes and returns to position. Also tying a suture around lead/extension boots could cause damage to insulation/wires in the long term.' The hcp also suggested that 'if the lead was allowed to flex inside the extension boot while torqued with a wrench, the insulation is compromised and fluid could infiltrate the lead.' Lastly, the hcp stated he thought 'there was a potential for lead damage to occur where the lead exits the anchor cap (not intra-operatively, but over long term).' The doctor demonstrated these 'potential issues' to the representative; however, it was unclear if these events occurred with this patient, or specifically with the leads and extensions.

Event description:
It was reported that there was a broken lead and high impedances after the patient hit her head at the site of the lead and extension junction. It was stated the patient had a loss of therapeutic effect and return of symptoms at the lead/extension connection location. The healthcare provider checked impedances and stated the "majority of combinations were over 4,000." An x-ray was conducted and it was determined that the wires were broken just above the lead/extension site. New leads, extensions, and implantable neurostimulator (ins) were all explanted and successfully replaced.